Manufacturer narrative:
The investigation is now complete and revealed that microleaks from positive samples could potentially introduce internal contaminates. The false positive rates observed are within the claims within the IFU.

Manufacturer narrative:
An investigation is in progress. A follow-up report will be filed upon the completion of the investigation. H3 other text : na.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged additional discrepant results for four patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged samples initially generated a positive result for the sars-cov-2 target and a negative result for influenza a and influenza b. The same samples were retested on a different cobas liat analyzer, yielding a negative result for all targets (influenza a, influenza b, and sars-cov-2). The positive results were not released. No harm was alleged. Per FDA¿s eua guidance, 4 mdrs will be filed.